Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2006. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient began treatment for intermittent back pain. The patient was diagnosed a "deformity" and scoliosis and recommended extensive spine surgery. On (B)(6) 2005, the patient underwent x-ray which showed no scoliosis or deformities. The surgeon told the patient had disc disease and needed disc fusion at l5-s1. In (B)(6) 2006, the patient underwent extensive cervical fusion surgery at ls-s1. The patient was implanted with rhbmp-2/acs.post-op, the patient experienced pain had worsen more. The patient was now permanently harmed, immobile, and in constant pain. The patient condition was embarrassing and emotionally draining, and constantly painful.